Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm for ¿cassette not attached¿. The event occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed scratches on the lens and a lifted downstream occlusion seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock. As a result, the latch lock was replaced. A history review identified there was no indication that the complaint was related to the device within the review period.